Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: the complaint regarding unable to prime was reported on (B)(6)2018; according to the pump history the pump was in use until (B)(6)2019, therefore the black box and pump history for time of complaint has been overwritten due to continued use. The available black box data and pump history does not support any evidence of a prime defect. Investigation was unable to duplicate complaint. The rewind, load and prime sequence was completed with no malfunctions. Unrelated to the complaint, investigation revealed a rack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.